Event description:
A peritoneal dialysis (pd) patient reported that they have been receiving patient line is blocked soft alarms during drain 3 of 4 of their pd treatment. Patient noticed that when they stand they drain better. The patient stated that the cycler is the issue. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that the patient had surgery on their catheter on friday and they are still receiving patient line is blocked soft alarms. The pdrn stated that they have assessed the patients's pd catheter and the pd catheter was malfunctioning. The pdrn stated that the pd catheter has been fixed and the patient's cycler works well. The pdrn confirmed that the issue was the patient's catheter. Upon further follow up, the pdrn stated that the patient did have pd catheter repositioning surgery prior to the to technical support on (B)(6) 2020 and (B)(6) 2020. The patient continued to have issues and required to have a pd catheter replacement surgery done. The patient is completing in-center hemodialysis (hd) until the incision from the new pd catheter insertion heals, which will be a few more weeks. The pdrn confirmed that the patient draining issues were not caused by any malfunction or deficiency of the liberty select cycler and that it was all related to the pd catheter. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)